Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an unspecified alarm indicating deliveries were stopped and the pump was subsequently unresponsive. The customer's blood glucose level was 148 mg/dl. The customer connected the pump to a power source and a high pitched noise was observed however the pump was otherwise unresponsive. The customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (shutdown) was verified and a different issue was identified. The alleged malfunction (alarm) could not be verified.